Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4965-25 implantable pacing lead 2004 (B)(6). (B)(4).

Event description:
It was reported, the patient was admitted to hospital as the patient was "showing signs of heart failure." Interrogation of the device indicated the device had "tripped" the elective replacement indicator (eri); the right ventricular (rv) lead had a lead warning for low impedance, and the rv lead threshold was trending up. The rv lead impedance showed a "gradual trend downwards - no sudden change." The signs of heart failure were due to the device reaching eri. The device was removed and replaced; the rv lead was capped and replaced during the same procedure. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.